Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 36 months, had a monitoring voltage of 2.64 volts and a charge time of 25.9 seconds. There is a concern that the battery is depleting prematurely.